Manufacturer narrative:
This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, there is no peeling or visible damage of the keypad. Testing confirmed the contrast and ok keypad buttons respond appropriately when pressed. The up and down arrow keypad buttons respond intermittently when pressed. All of the buttons on the keypad have normal spring back or click. The keypad was removed to investigate revealing contamination under the contacts of all the buttons.

Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.